Event description:
Information received indicates the head of the bed will not rise.

Manufacturer narrative:
The technician isolated the issue to a sticking hydraulic valve. He replaced the head up hydraulic valve to repair the bed.